Event description:
It was reported that a cartridge alarm 31 occurred. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge using the proper technique, after which the customer was able to successfully resume insulin therapy, resolving the issue.